Manufacturer narrative:
The reported event in terms of a broken spring could be confirmed, and it was found after the investigation that the spring was only disassembled and missing, and no sharp edges were present. The elastic opening/closing function of the in-situ plate cutter is not given anymore. Most likely, the in-situ plate cutter was used to cut hybrid arch bars, but the sales rep was not present in that case, so there is no confirmation. The in-situ plate cutter is intended to cut the arch bars of the hybrid mmf plates system. A possible root cause for the loosening of the spring could have been too wide opening of the device as the spring is held by a ring groove that surrounds a pin in the arms. As the spring was not part of the returned device, it could not be examined to determine if the spring shows any damage contributing to the failure mode. Based on the new information provided it has been determined that the actual line item to be #3301 which is a s1, o4 event. In conclusion, a certain root cause for the detachment/missing of the spring could not be determined.

Event description:
It was reported by the company representative that during the surgical procedure, the spring on the device broke.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by the company representative that during the surgical procedure, the spring on the device broke.